Event description:
It is reported that impactor was broken when using it during surgery. It is also reported that the affected part was cleaned but the surgeon was worried in case the residue remained in human body.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Reported event: an event regarding the fractured delrin end of a scorpio femoral impactor was reported. The event was confirmed. Method & results: -device evaluation and results: the device was visually inspected. It was returned with the delrin impactor tip fractured into several pieces and missing one of the two steel pins that hold it in place. There were signs of the delrin eroding and pitting due to degradation with time, heat, and moisture. A material analysis concluded that delrin is known to degrade over time when exposed to moisture and heat as occurs during autoclaving. The degradation of the returned device may have started with a crack around the delrin impactor base allowing additional moisture and heat to intrude into the material degrading it to the point where it finally fractured as reported. One of the two steel pins holding the delrin impactor into its housing was found missing. It was concluded this did not influence the fracture of the delrin impactor. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to the anticipated degradation of the delrin impactor over time when exposed to moisture and heat as occurs during autoclaving. Also, as delrin has previously been used in implantable devices, if a small amount of delrin particles were to have remained in the patient it appears they would not present a serious concern. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time.

Event description:
It is reported that impactor was broken when using it during surgery. It is also reported that the affected part was cleaned but the surgeon was worried in case the residue remained in human body.